Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that an individual was informed by channel 8 news about issues with the implant equipment. Their mother received a hip implant at (B)(6) hospital in 2017. She had 5 surgeries related to that implant in the same calendar year. As a result of that implant, she contracted bone sepsis and subsequently died in 2020 of sepsis and pneumonia. I do not know if your advertisement pertains to me and her situation or not, but I wanted to inform you of it. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5.

Event description:
This is #6 of 6 reports. Additional events reported under: 1st - 1038671-2025-00819, 2nd - 1038671-2025-00818, 3rd - 1038671-2025-00816, 4th - 1038671-2025-00826, 5th - 1038671-2025-00827.